Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 88 bd venflon¿ pro safety peripheral safety IV catheters had black foreign particles in them before use. The following information was provided by the initial reporter: "88 pieces / 2000 pieces with black particles in the plastic of the peel pack."

Manufacturer narrative:
H.6. Investigation: one photo and seven representative samples were received by our quality team for evaluation. The photo shows five samples and foreign matter was observed on them. Visual inspection of the representative samples showed foreign matter as well, confirming the customer experience. A device history record review found no non-conformances associated with this issue during production of this batch. One of the seven samples was sent for a foreign matter analysis and the foreign matter embedded on the bottom web reasonably matched with poly (ethylene terephthalate). The remaining six representative samples were subjected to the package leak test and seal width measurement, these samples passed these tests and no abnormalities were observed. The probable root cause for the embedded foreign matter could be due to degraded pet plastic. This degradation could be due to the pet plastic being subjected to an extended exposure to the heat of plastic which is stagnant due to dead spots in the melt stream. See h.10.

Event description:
It was reported that 88 bd venflon¿ pro safety peripheral safety IV catheters had black foreign particles in them before use. The following information was provided by the initial reporter: "88 pieces / 2000 pieces with black particles in the plastic of the peel pack."